Event description:
Customer reportedly obtained results of lo (< 10mg/dl) and 64mg/dl within 10 minutes on the advantage system. No action taken on device results. No adverse event reported due to these results. Requested return of suspect system and replacement was sent.